Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Per sales rep, during surgery a reduction instrument snapped in half. The surgeon had to exchange the clamp during surgery. Delay: 1-2 minutes.

Manufacturer narrative:
The reported event that jungbluth clamp for 3.5mm screws, wide pro was alleged of 'breakage during surgery' could be confirmed. Based on the investigation, the root cause was attributed to be user related. The failure was probably caused by the misuse of the clamp. The device inspection revealed that the broken part corresponds to the screw that would connect both parts of the clamp. The head of the screw was not returned but the opposite breakage surface points to a fracture due to the application of excessive force . Moreover, it was noted that for that kind of breakage, the clamps needed to be pulled apart from each other and not pushed together, which is the main function of the clamp, to push together the fracture in order to reduce it. Mechanical tests performed show that when used correctly, the screws counterpart will deform before any damage occur to the clamp. Since nothing was reported regarding the screws, this is an indication that there might have been a misuse of the device. Note, as stated in the IFU (v15011): ¿ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! For your information, avail yourself of the training courses and publications offered by stryker (e.g. Operative techniques). [...] Special comments for application ¿ only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. ¿ always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. ¿ the design of the instrument must not be modified in any way. ¿ in the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure.¿ [original statement(s)] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material or manufacturing related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Per sales rep, during surgery a reduction instrument snapped in half. The surgeon had to exchange the clamp during surgery. Delay: 1-2 minutes.